Event description:
It was reported that a clearlink system continu-flo solution set leaked from the second luer lock port. The process step was not specified. The device contained blood products. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred over the last two nights before the reported date, (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11 h4: this lot was manufactured between 02/07/2025 - 02/08/2025. H11: the actual device was discarded; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing along with priming were performed and no defects were observed. Functional flow testing was performed and volume measured to calculate drops per ml; the sets worked according to specifications. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.